Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010 including two percutaneous leads. It was reported that she was without stimulation and unable to increase the amplitude for several of her programs. F/u on the pt found that all is well with her scs system at the present time. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead(s).